Event description:
The event is reported as: the customer alleges that a little pt developed shortness of breath after endotracheal intubation. After the examination, the medical staff found that the broken 3cm long plastic coating from the tip stuck inside the baby's trachea. Intervention - the user facility immediately implemented an urgent procedure and suctioned this broken piece. Fortunately, the baby's condition was normal.

Manufacturer narrative:
The investigation is incomplete at the time of this report.